Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that 3100b ventilator has a peak to peak voltage issue. Furthermore, there was no patient involved in the said event.

Manufacturer narrative:
Results of investigation: the suspect device was evaluated and tested onsite. The power module was replaced. 7yr pm was also performed up until driver controller board adjustments. The vyaire representative also swapped the controller board to pass the inspiratory time test. Finished driver controller and pulse width modulator adjustments. All values within manufacturer specification. Final tests performed and passed. Ventilator operates to manufacturer specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.